Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The tower monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not able to program. Robot is connecting but never completed. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked per document 1069151-01. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered repeated 31030 faults on the system. The technical support engineer (tse) attempted to review logs, but the system was not posting any. The tse had the customer hard cycle all components and system would still post logs or connect. The tse had customer disconnect blue fibers and power up just the tower. The tower powered up with power button blinking and no logs posting. The tse had customer connect other two consoles and tower would still not see the other consoles. The procedure was completed as planned with no reported injury.